Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 338mm from the terminal pin, with two segments returned, a total length of 815mm. Visual inspection confirmed a suture tied around the lead tip segment for removal purposes, with the coils deformed under this tie. The conductor coils were stretched in the tip segment of the lead near the tip with electrocautery damage noted in multiple places on the lead. Separation was noted between the distal end of the distal anode electrode and the insulation and the insulation in this area was stretched and torn. Additionally, separation was noted between the proximal end of the distal tip electrode and the insulation, with the coils area stretched in this area as well. Tissue with calcification was noted 130-143mm from the tip and dried body fluid was noted in the lumen of both segments.

Event description:
Boston scientific received information that this lead was reported to be non-functioning, with increased pacing impedance and threshold measurements. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure. The lead was returned to allow for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.